Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that since about 1.5 weeks ago, prior to (B)(6) 2021, the ins was not giving the patient therapeutic relief and their ins would not charge beyond 25%. The patient mentioned the stim inside of them went dead. The patient turned on their therapy but nothing was happening. During the call, the patient attempted to connect to their ins with their patient programmer but saw an icon with the stimulator battery empty. It was noted the patient relied on the spinal cord stimulator quite a bit. The patient was redirected to their healthcare provider to further address the issue.